Manufacturer narrative:
H10: internal complaint reference: (B)(4). The reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The tendon anchors were returned on the implant. The anchors were damaged during the removal of the implant and have biological debris on them. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failures and/or harms were documented appropriately, and there were no indications to suggest the anticipated risks are not adequate. A review of the device drawings found that the operator should perform a visual and functional inspection and that the parts should be packaged in such way to prevent damage. Also, the all the marked dimension or annotations are considered a specified requirement and require an acceptance activity. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include the application of improper/excessive force. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a rotator cuff surgery, the bioinductive regeneten implant was torn, this happened when the delivery system was stuck inside the body since when it was being removed it torn the regeneten implant. One tendon anchor and part of the regeneten implant remained on the rotator cuff. The rest of the regeneten implant and two tendon anchors were removed from the patient while still attached to the delivery system. The procedure was completed using a s+n back up device. There was a delay of 15 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).